Manufacturer narrative:
Continued: e1, phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture, migration.

Event description:
Distributor reported via healthcare provider a right side rupture via ultrasound. Ultrasound reported "presence of breast prostheses with signs suggesting extracapsular rupture. Breast MRI is suggested. Uniform and similar distribution of fibroglandular tissue. No solid nodular figures are observed. A 20 mm cystic image was seen in the right breast upper outer quadrant (not device related), which would be related to the painful area. We are available to perform therapeutic evacuation if clinically warranted. Lymph nodes with increased echogenicity were seen in both axillary regions, a finding that would be related to silicone infiltration." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Distributor reported via healthcare provider a right-side rupture via ultrasound. Ultrasound reported "presence of breast prostheses with signs suggesting extracapsular rupture. Breast MRI is suggested. Uniform and similar distribution of fibroglandular tissue. No solid nodular figures are observed. A 20 mm cystic image was seen in the right breast upper outer quadrant (not device related), which would be related to the painful area. We are available to perform therapeutic evacuation if clinically warranted. Lymph nodes with increased echogenicity were seen in both axillary regions, a finding that would be related to silicone infiltration." The device remains implanted.